Manufacturer narrative:
Additional information was received that the patients battery was worn out and would no longer accept a charge.

Event description:
A report was received that the patient's ipg was taking longer to charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient went to emergency room (ER) due to chronic pain. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction suspected. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient's ipg was taking longer to charge. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient's ipg was taking longer to charge. The patient will undergo an ipg replacement procedure.